Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, torquing when the implant is not properly aligned and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported that during an sl (scapholunate ligamentous) repair and at insertion of the screw, the driver tip broke off after about 80% insertion into the bone. Used a 3.0 mm drill, tendon approx. 2.5 mm thick. About 80% of the screw went into the bone, the remainder was extending out of the bone so it was removed with a luer ronguer (used to cut bone) in order to have an even cortical bone surface.